Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available to stryker.

Event description:
This product inquiry addresses one deep vein thrombosis (dvt) requiring an unspecified additional medical procedure. Please refer to ¿table 3: adverse event summary¿ of the pmcfr. The manufacturer became aware of a post market clinical follow-up report (pmcfr) from inova fairfax medical campus (ifmc). The title of this report is a post-market clinical follow-up (pmcf) of the treatment of femoral fractures with the t2 nailing systems which was published in may 2018 and is associated with the t2 supracondylar nail. Within that publication 2 adverse events were reported, which occurred between 2012 to 2017. Per the article: ¿none of the sample had a documented history of diabetes, osteoporosis, osteopenia or other significant musculoskeletal history¿none of the overall number of events were considered to be device-related adverse events¿¿ compression mode for all devices listed as static. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively. Event 2 of 2.